Manufacturer narrative:
On may 22, 2024, the mentor failure analysis lab has received the device for evaluation. On may 29, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively. There was palpable and visible deformity with associated pain, malposition, ptosis, and scarring. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 470cc mentor memorygel boost breast implant (catalog number smhb470) with serial number (B)(6). It was also documented in the patient's medical history that the patient has hashimoto's disease. Mentor conducted follow up attempts to determine if the patient's diagnosis of hashimoto's disease was before having breast implants, however, not information has been received. If additional information is provided, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On (B)(6) 2024 , a photo evaluation for the device was completed. Phot evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).